Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging was torn on the bd insyte¿ vialon e IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported that the package was torn.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 18-may2022 h6: investigation summary five photos and 50 samples, one actual and 49 representative, with sealed packaging were received by our quality team for evaluation. From the photos, the team observed that the unit package was torn for one unit. The samples were subjected to visual inspection to check for a tear on the topweb and bottom web. On the actual sample, the topweb was torn and bottom web wrinkled with a hole near the tip of the needle cover. The unit was also separated from the next unit along the perforated line at the tear side. Of the representative samples, one sample was observed with the top web wrinkled but not torn, bottom web wrinkled with a hole near the end of the vent plug. The unit was also separated from the next unit along the perforated line. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the returned samples, the topweb tear was observed on the actual sample while the hole in the wrinkled bottom web was observed for two samples (one actual, one representative), but at different locations. Both defective samples were also from different sealing cavities. As the seal transfer is complete and the perforations and slits are clear and sharp, the defect most likely did not happen at the primary packaging line where the top web and bottom web sealing, slitting and perforation processes happens. The secondary packaging line was reviewed, and no station was found to be able to cause the type of tear that was observed in the returned samples. The pick and place vacuum suction cups are made by rubber hence the team is unable to simulate the damage point. The separation of defective parts from the next unit along the perforated lines and the stretched marks / wrinkles on the bottom web might be due to external forces. Therefore, the actual root cause could not be determined.

Event description:
It was reported that the packaging was torn on the bd insyte¿ vialon e IV catheter. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the package was torn.